Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance and a lead fracture were noted on the right atrial (ra) and right ventricular (rv) leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: distal portion of the lead was returned. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to a cut. If information is provided in the future, a supplemental report will be issued.